Event description:
As reported from the (B)(6) study (affiliate), the patient was diagnosed with a new aneurysm in the left acm and ischemic stroke 3 months post index coiling. At the time of index procedure, the patient was admitted with an intracranial aneurysm of the right middle cerebral artery that was described as 5.70mm sac height, 6.50mm sac width and 3.20mm neck. At baseline the patient had an asymptomatic unruptured right mca aneurysm. Five truefill coils were deployed in the aneurysm. No additional technique (balloon, stent, etc.) Was used during the index procedure. The patient was discharged 5 days post procedure with no aes and no aes at 30 day follow-up. Approximately 3 months post index, the patient was diagnosed with a new aneurysm in the left acm and ischemic stroke. The aneurysm size was 5.5mm and neck size was 3mm. The treatment included unknown coil deployment in the aneurysm. The occurrence of stroke in relation to the procedure is unknown, but it was noted that the new aneurysm was not a reason of the ischemic stroke. Additional information has been requested. There was no growth or recanalization noted of the coils that were placed at the time of index procedure. The new aneurysm was not in the index target vessel. The event resolved without sequelae.

Manufacturer narrative:
The investigation in order to get additional information regarding the reported event is currently underway thus additional information will be submitted within 30 days of receipt. This is one of five products involved with this adverse event in which associated manufacturer report numbers are 1226348-2013-10043, 1226348-2013-10044, 1058196-2013-00200, 1226348-2013-10045, and 1226348-2013-10046.

Manufacturer narrative:
As reported from the (B)(4) study ((B)(6)), the patient was diagnosed with an ischemic stroke three months post coiling of an asymptomatic unruptured right middle cerebral artery (mca) aneurysm with implantation of five codman coils (640cf0201, 640cf0202, 637mf2545, 640cf0304, 640cf0515). Additionally there was a new aneurysm. Based on the report that it was not in the index target aneurysm but in the left anterior communicating (acm) artery, there is no relationship of this aneurysm to the index procedure or to the devices. It was reported that the occurrence of stroke in relation to the procedure is unknown, but it was noted that the new aneurysm was not a reason of the ischemic stroke. At the time of index procedure, the patient was admitted with a right mca aneurysm with a 5.70mm sac height, 6.50mm sac width and 3.20mm neck. Five trufill coils were deployed in the aneurysm. No additional technique (balloon, stent, etc.) Was used during the index procedure. The patient was discharged 5 days post procedure with no aes and no aes at 30 day follow-up. Approximately 3 months post index, the patient was diagnosed with a new aneurysm in the left anterior communicating (acm) and ischemic stroke. The aneurysm size was 5.5mm and neck size was 3mm. The treatment included unknown coil deployment in the aneurysm. There was no growth or recanalization noted of the coils that were placed at the time of index procedure. The new aneurysm was not in the index target vessel. The event resolved without sequelae. No further information has been obtainable regarding the reported stroke, its location or relationship to the coils. The coils remain implanted and the lot numbers are not known. Ischemic stroke is a known potential complication specific to embolization procedures that may occur at anytime during or after the procedure as listed in the instructions for use. Based on the lack of information no conclusion can be made regarding the relationship of the reported ischemic stroke and the devices. However, there is no indication of any device performance issues. This patient¿s history of previous smoker, hypertension and hyperlipidemia put her at risk for ischemic strokes. Therefore, no corrective actions will be taken at this time. This is one of five products involved with this adverse event in which associated manufacturer report numbers are 1226348-2013-10043, 1226348-2013-10044, 1058196-2013-00200, 1226348-2013-10045, and 1226348-2013-10046.